Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured by snap gauge and the result was is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 32mm synergy drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 32mm synergy drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.